Event description:
The device serial number was updated from (B)(6) to (B)(6).

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. The device was received with the air detector physically removed from the trauma tower. The ground wire on the air detector has been cut/broke, and was too short to use now. There were missing air detector parts- multiple variety of screws, two tie wraps, 4 springs, gasket, and a shoulder screw/nut. Also the screws were overtightened to the point it almost caused stripping of the head and possible damage to other parts. Multiple screws were also in the wrong place on the air detector, this can also cause possible damage to other parts. The biomed tapped the screw hole on the solenoid (which isn't supposed to be) damaging it to the point of replacement because you can no longer fit the shoulder screw through it. Defective label stuck to display label on the tower and partially on tower enclosure. The filter holder (lower black part on tower, separate from the air detector) has a damaged micro switch that does not protrude from the block; this will trigger an alarm since it can not be activated. Device is missing the ground stud from the back cover (empty hole that can allow fluid to enter and possibly damage components); this made electrical testing impossible. The return tube has multiple cracks. Heater #1 has a hole in the heater tape. The speaker on the printed circuit board (pcb) does not work. Air pressure fluctuates too much, it does not stay within tolerance (5.4-5.6psi); jumps to 5.8psi on occasion. The complaint was confirmed. Root cause was attributed to the missing parts in the air detector. This was caused my mis-assembly by customer tampering. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Replaced missing parts listed above and replaced the damaged (by customer) solenoid. The device passed functional testing after the completed repairs.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the air detection unit was missing parts. The "biomed" tried to fix it and lost parts. Patient involvement was not reported.